Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Red material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 234318 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 300cc and experienced bilateral breast fluid build up and swelling on the right breast implant. 300 cc of fluid was removed from the right breast. On (B)(6) 2019, the patient brought in an MRI that indicated both devices were ruptured since 2015. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel implants, catalog # 3505004bc, s/ns (B)(4) on (B)(6) 2019. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Silicone gel-filled implant ruptures are most often silent, meaning most of the time neither the patient nor the surgeon will know if the implant has a tear or hole in the shell. However, sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. This is for the left side implant; see manufacturer report number 1645337-2019-08444 for contralateral prosthesis.